Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodged). Patient¿s condition affected effectiveness of device (lesion morphology - heavily calcification and severe vessel tortuosity). Failure to follow instructions (the IFU states ¿if resistance is encountered, do not force passage. Resistance may indicate a problem and may result in damage to the stent if it is forced.¿). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - heavily calcification and severe vessel tortuosity). Inherent risk of procedure (stent deformation). Failure to follow instructions (the IFU states ¿if resistance is encountered, do not force passage. Resistance may indicate a problem and may result in damage to the stent if it is forced.¿). Unable to confirm complaint - (device or procedural images not provided for review). No device returned ¿ device not returned for evaluation. (B)(4).

Event description:
It was reported that an attempt was made to implant one resolute integrity drug-eluting stent (2.25mmx 26mm lot # 0007303933) to a heavily calcified lesion in the lcx with severe vessel tortuosity. The device had been removed from the packaging, inspected and negative prep performed with no issues noted. The lesion was also pre-dilated. It was reported that resistance was encountered when advancing the device and it is unknown if excessive force was used. Reported that the stent struts lifted. The lesion was pre-dilated again and the physician then attempted to implant another resolute integrity drug-eluting stent (2.25mmx 26mm, lot #0007441470) to same target lesion. Resistance was encountered when advancing the device and excessive force was used. The stent dislodged and was retrieved by snare but then lost outside the patient. Due to difficult lesion a guide liner was required to deliver stents. No patient injury or other clinical sequelae was reported.